Manufacturer narrative:
At this time, vyaire medical is in the process of evaluating the suspect device, once completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that it seemed like the ventilator was not working in bipap mode while in use on a patient. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was intact and had no signs of damage. The ventilator also passed 200 hours of extended test at the customer's settings without any unusual alarm or error condition. The ventilator failed the initial final test at the port to port leak test due to a non-conforming exhalation module. The ventilator passed all testing with a known good exhalation module was installed for troubleshooting. The ventilator was processed through service to meet all factory specification and standards.